Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valved conduit was replaced due to patient outgrowth. No product problems and no adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately six years, one month post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this valved conduit was replaced with bioprosthetic pulmonic valved conduit. No failure mechanism and no adverse patient effects were reported.